Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for final lot numbers 9184670 & 9184672 and sub-assembly product lot numbers 9130992 & 9134925. The review did not reveal any detected quality issues during the production process of the sub-assembly product or the final product that could have contributed to this reported incident. All quality inspections performed during the production process were found to be within specification. To further investigate this incident, both picture samples and physical samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, leakage was observed past the stopper; however, the product lot could not be confirmed through the picture samples. One ziploc bag of six used syringes belonging to final lot number 9184670 and one ziploc bag of six used syringes belonging to final lot number 9184672 were returned for evaluation. Through examination of the used samples, all of the syringes showed signs of leakage past stopper. A number of the syringes showed signs of flange damage, however, no signs of foreign matter within the fluid pathway were observed. Two sealed convenience trays belonging to final lot number 9184670 were also received for evaluation. Through examination of the fifty syringes, no defects were observed. All fifty of the unused syringes were functionally tested and no signs of leakage were observed. Based on the investigation results, a cause related to the syringe manufacturing process could not be determined for this incident and the related lot numbers at this time. A corrective action plan and preventive action plan has been opened to further investigate this incident and related events h3 other text : see section h.10.

Event description:
Material no.: 309703, batch no.: 9184670. It was reported that during use of the syringe 5ml ll tip bulk convenience pak the syringes are leaking past the stopper. The following information was provided by the initial reporter: complaint captured for lot 9184670 having issues with leakage past the stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309703, batch no.: 9184670. It was reported that during use of the syringe 5ml ll tip bulk convenience pak the syringes are leaking past the stopper. The following information was provided by the initial reporter: complaint captured for lot 9184670 having issues with leakage past the stopper.